Event description:
It was reported that the spinal cord stimulation (scs) system was explanted, as the patient has lost significant amount of weight which has affected her battery site pocket. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.